Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6943-65, lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient complained of shortness of breath. An interrogation observed the patient was potentially in atrial fibrillation (af) with potential undersensing of small p-waves on the right atrial (ra) lead. Atrial sensitivity was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.